Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is ongoing.

Event description:
It was reported to hamilton medical ag: "reported tf 9612 when co2 cable is connected. No patient harm, discovered during pm. Initiating wpo for replacement motherboard." No patient was involved. Event occurred during the preventive maintenance.